Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Other applicable components are : product ID: 8709sc, serial# (B)(4), ubd: (B)(4), UDI#: (B)(4), product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient currently had their pump turned off because she never got therapeutic relief. It was noted that the healthcare provider (hcp) that put the pump in caused her nerve damage in her leg when it was implanted. A week after initial implant, the hcp had to go back in for surgery since he had to pull the shunt back a little because it went too far into her spinal cord. The patient had experienced leg pain. The patient had to learn to walk all over again and this took her 3 years. The date of event regarding the nerve damage in leg and shunt having been too far into her spinal cord was (B)(6) 2013 (date of implant).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a business partner from a report received from a health care provider (hcp). It was originally reported that on (B)(6) 2013, the patient underwent surgery which was clarified to be due to pump insertion. It was medically confirmed that the diagnosis and the reason for admission was 'psychosis due to prialt'. The condition did not predate prialt use and worsened while on prialt. The adverse event term was indicated to be unknown and the primary cause of the adverse event was indicated as "prialt". Action taken included the prialt was withdrawn and the outcome was indicated to be 'recovered/resolved'. There were no recent relevant laboratory findings, pre-existing medical condition/medical history and concomitant medications provided.

Manufacturer narrative:
Other applicable components are: product ID (B)(4) lot# serial# (B)(4) implanted: (B)(6) 2013 explanted: product type catheter if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a business partner from a report received from a healthcare provider (hcp) on 2017-jun-22. It was stated that prialt was first administered on (B)(6) 2015 and it was not the same day as the pump surgery. The details of the second surgery were provided. It was stated that the patient had leg pain after pump insertion. The catheter was moved due to the concern of nerve irritation.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2016, information was received from a consumer regarding a (B)(6), female patient who was receiving dilaudid (dose and concentration unknown) via an implantable pump for spinal pain. The patient¿s concomitant medications included methadone for breakthrough pain. Since the pump was implanted on (B)(6) 2013, the patient had been ¿suffering ever since.¿ the patient¿s pain was out of control even with the pump. The patient wanted to transfer healthcare providers (hcp), but her physician would not give her the referral needed. On (B)(6) 2016, the patient had a refill and ¿the pain just escalated even with the pump.¿ the patient planned to contact other hcps to see if she could find someone to care for her. It was reported that the patient had a non-narcotic medication in her pump that drove her into psychosis and didn¿t control the pain. Additional information was received from a consumer on (B)(6) 2017. Starting in (B)(6) 2013. The patient stated when the healthcare provider (hcp) operated on her, he didn¿t tell the patient he didn¿t have the license to admit someone to the hospital should something go wrong. The patient woke up with a burning sensation and severe pain in her legs. The patient alerted the nurses and anesthesiologist about the symptoms when she woke up from surgery and asked them to alert the hcp. They released the patient and didn¿t keep her for observation. The patient stated they wheeled her out in a wheelchair when they released her. When the patient got home she tried to weightbear on her legs and fell flat right on the concrete when the patient was released from the hospital and wasn¿t transported back to the hospital. Within a couple days after surgery, the hcp had to do a second surgery that was supposed to relieve the pressure on the patient¿s legs and instead it caused permanent nerve damage in the left leg especially and the right leg at times. The patient ended up with urinary incontinence from the surgery. The patient stated she was able to walk before the surgery and now she walked with a limp, had to use canes, walkers, and a motorized scooter. The patient stated she had to walk with some type of assistance. The patient stated her trial was fine, but then the hcp put the pump in and only used dilaudid and it never worked. In (B)(6), the patient stated that the non-narcotic medication was prialt that was in her pump for over a year and the patient kept complaining that it wasn¿t alleviating her pain. The patient stated they had to admit the patient to a psych unit for 4 days stating there was a blackbox warning on the drug and stated if you suffer from any mental disorders. The patient was suffering from post-traumatic stress disorder (ptsd), depression, insomnia, and anxiety. The patient stated the healthcare provider (hcp) from day one messed the patient up. The patient stated the medication should have never been prescribed. The patient felt she wasn¿t in her right state of mind. On (B)(6) 2017, the patient stated her hcp discharged her and claimed they sent out a letter first before discharging her from their practice. The patient stated she never received a letter and wanted to know why she was discharged because she never broke any rules of the contract with the clinic. The patient was going to a va (veterans affair) for regular check-ups and blood pressure. They tried to get her into pain management and it was four hours away. The patient lived in a rural area and couldn¿t get to it. There were no further complications reported.